Manufacturer narrative:
Correction made to a1: patient identifier: none (previously submitted as unknown). Correction made to a2-a6: na (previously submitted as ni). Correction made to b5: there was no patient involvement (previously submitted as there was no report of patient injury or medical intervention associated with this event). Correction made to b6: na (previously submitted as ni). Correction made to b7: na (previously submitted as ni). Correction made to d10: na (previously submitted as ni). H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and the clear cap to the female connector was not present inside the pouch. The reported condition was verified. The cause of the condition was related to an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿protection cap¿ was missing from a peritoneal dialysis (pd) transfer set. This was observed before opening the packaging for use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.